Manufacturer narrative:
Further investigation found that the patient reports of inadequate pain relief were due to the patient not actively using the system. When the system was in use it was functioning as expected. Patient reports extreme anxiety and stated that using the adhesive clips on the skin for extended periods contributed to anxioussness. Patient also reported increased anxiety with having an implanted device. Due to the anxiety over the clips and implant, the patient refused all troubleshooting and requested the explant. No indication or allegation of any issues with the nalu system or any of its components.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023. In (B)(6) 2024 the firm was notified by the medical facility that the patient was scheduled for an explant. During investigation the patient reported to a nalu representative that the system was no longer providing adequate pain relief. Troubleshooting and reprogramming were offered to the patient, patient declined. A full system explant was performed on (B)(6) 2024.